Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) in (B)(6). The patient's blood glucose levels exceeded 700 mg/dl while wearing the pod between 1 and 4 hours on their abdomen. The patient was treated with intravenous fluids, and insulin. The patient spent 3 days in the hospital.

Manufacturer narrative:
The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer data found that the automated glucose control algorithm was able to appropriately adapt to changes to estimated glucose values and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.